Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
Additional suspect medical device: freestyle lite blood glucose test strip lot # unknown. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 she noticed that two boxes of freestyle blood glucose test strips had "holes and color is gray", one of which had the test strip lot information rubbed off. Customer mentioned that she was unable to test with the strips. It was further reported that on (B)(6) 2015, she was rushed to the hospital and treated with unspecified intravenous fluid. Multiple, unsuccessful, attempts have been made to contact this customer to gather additional information. There was no report of death or permanent injury associated with this event.